Manufacturer narrative:
The following fields have been updated with additional information from investigation: b.5. Describe event or problem: it was reported that needle was through the catheter with a bd angiocath¿ plus IV catheter. This occurred on 10 separate occasions prior to use. The following information was provided by the initial reporter: damage to catheter tube before use. Additional information: information and photos received during the investigation show the issue being reported is needle through catheter. F.10. Device codes: 1354. H3 other text: see h.10.

Event description:
It was reported that needle was through the catheter with a bd angiocath¿ plus IV catheter. This occurred on 10 separate occasions prior to use. The following information was provided by the initial reporter: damage to catheter tube before use. Additional information: information and photos received during the investigation show the issue being reported is needle through catheter.

Event description:
It was reported that needle was through the catheter with a bd angiocath¿ plus IV catheter. This occurred on 10 separate occasions prior to use. The following information was provided by the initial reporter: damage to catheter tube before use.

Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer inspected the returned units and confirmed the reported catheter damage. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified of this non-conformance and a corrective action plan has already been implemented to address this issue and prevent future occurrences of this type. Customer complaint trends are evaluated on a monthly basis. Investigation conclusion: the complaint is confirmed and product is out of specification. Needle pierced through catheter could have occurred during assembly of catheter and cannula or during product application when the product was manipulated. The batch produced is before the implementation of the CAPA. CAPA # (B)(4) has been initiated to address needle pierced through catheter issue. H3 other text: see section h.10.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubing was damaged with a bd angiocath¿ plus IV catheter. This occurred on 10 separate occasions prior to use. The following information was provided by the initial reporter: damage to catheter tube before use.